Event description:
--

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific crm received information that twenty-nine days post implant, the left ventricular (lv) lead exhibited loss of capture and was found to be dislodged. The physician opted to explant the lead instead of repositioning it. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with body fluid thorough out the entire lead lumen and the conductor coils deformed at several locations. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis was unable to confirm the clinical allegations observed in the field.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.